Manufacturer narrative:
Device was not returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
The patient reported he became unconscious while driving and had an accident. The ambulance personnel checked his blood sugar and it was 491. This happened on (B)(6) 2018. He was taken to the hospital. He was at the hospital for three days, during which time he was mostly unconscious. He said he also sweated a lot, and felt woozy and nauseous. The v-go he was wearing when he was taken to the hospital was left on him the entire time. He said that after three days wearing the same v-go he still had insulin in it.